Event description:
Bedside rn attempting to d/c [discontinue] foley. Removed 10cc of yellow fluid from balloon. When she pulled back on catheter to remove from urethra, she met resistance. Contacted primary team [redacted] to assess. Dr. To bedside to remove foley which caused pain to patient. After removal, it was noted that the foley had a raised ring in the area of the deflated balloon. Not sure if model number is accurate, using number found on balloon port.